Manufacturer narrative:
Device not returned.

Event description:
It was reported that an occlusion alarm occurred. There was no reported impact to blood glucose. Reportedly, customer declined troubleshooting with tandem technical support.